Manufacturer narrative:
The manufacturer received additional information from the repair technician regarding a ventilator that was allegedly having an issue with its internal battery. After the internal battery was replaced, the detachable battery was found to contribute to the intermittent charging of the device's internal battery. The device's detachable battery was replaced to address the issue.

Event description:
The manufacturer received information alleging an issue with a ventilator's internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.